Manufacturer narrative:
Investigation is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, an atrial lead (vega 52) was placed. Imaging showed good positioning in the atrial appendage, and the parameters were acceptable. After the lead was positioned, the surgeon used a butterfly tool to screw in the lead. It was then noticed that the connection area between the lead and the pulse generator had become deformed and bent. Concerned that this could lead to potential pacing issues later, the surgeon strongly requested a backup lead to be used instead.